Event description:
Pk papyrus covered stent systems were selected for treatment of a type iii perforation in the mid rca. During implantation of a pk papyrus 4.5/26 (reported separately) the stent came of the balloon. Afterwards the pk papyrus 4.5/20 (complaint device) was inserted and advanced to the mid rca. This stent would not cross and the shaft of the balloon catheter snapped in half. The stent system was removed. Other stents were used and perforation was successfully sealed.

Manufacturer narrative:
17-jan-2024 updated description: pk papyrus covered stent systems were selected for treatment of a type iii perforation in the mid rca. A pk papyrus 4.5/26 was introduced into the patients body by use of a 6f guideliner extension catheter. After removal of the guideliner extension catheter, also the affected pk papyrus 4.5/26 was removed during which the stent dislodged from the balloon (reported separately, 1028232-2024-00009). Afterwards the affected pk papyrus 4.5/20 was inserted and advanced to the mid rca. The pk papyrus 4.5/20 was removed, and after another balloon dilation re-inserted by use of a 6f guideliner extension catheter. The pk papyrus 4.5/20 had to be removed again because the catheter snapped in half. All parts were successfully removed, and the perforation successfully sealed with other pk papyrus stents. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the occurrence as no procedure- but device-related complication. Please note that the inner diameter of the 6f guideliner extension catheter is 0.056 inch (1.42 mm) and does therefore not meet the requirements for 4.5 mm stents as specified in the pk papyrus IFU (? 0.070 inch (1.78 mm; 6f). The IFU also advises the user not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
17-jan-2024 updated description: pk papyrus covered stent systems were selected for treatment of a type iii perforation in the mid rca. A pk papyrus 4.5/26 was introduced into the patients body by use of a 6f guideliner extension catheter. After removal of the guideliner extension catheter, also the affected pk papyrus 4.5/26 was removed during which the stent dislodged from the balloon (reported separately, (B)(4)). Afterwards the affected pk papyrus 4.5/20 was inserted and advanced to the mid rca. The pk papyrus 4.5/20 was removed, and after another balloon dilation re-inserted by use of a 6f guideliner extension catheter. The pk papyrus 4.5/20 had to be removed again because the catheter snapped in half. All parts were successfully removed, and the perforation successfully sealed with other pk papyrus stents. The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. The technical investigation revealed that the hypotube has fractured about 222 mm distal to the kink protector. At the fracture sites the cross-section of the hypotube is no longer circular but compressed into an ellipse and the polymer coating is plastically deformed. The hypotube is further kinked close to the fracture sites. The findings indicate that the hypotube most probably fractured as a result of significant bending outside of the patients body. In addition, the stent was found displaced on the balloon by about 4 mm in distal direction. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in?process and final inspection. Based on the provided documentation and the conducted investigations, no manufacturing related root cause could be identified. The root cause for the reported event is most likely related to the handling during the procedure. The treating physician rated the occurrence as no procedure- but device-related complication. Please note that the inner diameter of the 6f guideliner extension catheter is 0.056 inch (1.42 mm) and does therefore not meet the requirements for 4.5 mm stents as specified in the pk papyrus IFU ( 0.070 inch (1.78 mm; 6f). The IFU also advises the user not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.